Manufacturer narrative:
(B)(4). (B)(6). The returned device was visually inspected upon receipt and it was found that anchor window was found cracked at the top of t-bar. Further information received indicates that this condition was noticed outside the patient. Per this condition and event reported a scanning electron microscope (sem) testing was performed over the damaged area and results showed that the outer surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. During manufacturing process several on line inspections are in place to prevent this type of damage/defect from leaving the facility. An awareness training to prevent this issue in future with the production personnel was implemented. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that during a supraventricular tachycardia (svt) procedure, the tip of catheter was broken. The case was completed by changing the catheter without any patient consequence. The customer provided the picture of the catheter however the tip is seemed to be sealed by the stem of the tip and there was no exposure of internal components or any evidence that the integrity of the catheter was compromised. Therefore this initial complaint was assessed as not reportable complaint. Upon receiving the product in biosense webster lab on (B)(6)2015, it was noticed an anchor window cracked at the top of t-bar, making this event reportable.